Event description:
It was reported that the customer attempted to run the manual prime, but the insulin continues exiting the numbers ramping up. Troubleshooting was performed, but the numbers still did not display and the insulin was squirting out. Advised to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose motor support disk.